Manufacturer narrative:
Event is still under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, instructions for use (IFU), and quality control was conducted. There is no evidence to suggest the products were manufactured out of specifications. The product was not returned for evaluation. The complaint is confirmed based on customer statements and a review of the complaint history. Appropriate internal personnel has been notified. We will continue to monitor for similar complaints.

Event description:
Information was provided that the 0 french dilator was very soft at the extremity and twisted; resulting in it breaking during the dilation. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.